Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of minicaps had a connection issue; further described as "not locking into place.¿ this issue occurred during an unspecified step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.